Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in line) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Neither the disposable set nor the homechoice machine were returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set ) during dwell 3 of 4 the home choice (hc). The heater bag had fluid in it and the supply bag was empty. The home patient (hp) could not find any sign of a leak. The hp cycled the power to clear the alarms. The technical service representative (tsr) advised the hp to call his nurse for clinical advice. The hc was reset and ready for the next setup/therapy. During a follow up call with the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the system error 2240. The pdn stated the home patient (hp) did contact her regarding the alarm. The pdn stated the hp was out of the country on vacation when he got the alarm. The pdn stated the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).the sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted.